Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing. Concomitant medical products: dtma2d1, crtd, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had rapid battery depletion. It was noted that the right atrial (ra) lead had under-sensing. The device and lead remain in use. No patient complications have been reported as a result of this event.